Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the battery compartment threads were stripped. The battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.